Manufacturer narrative:
Product complaint # (B)(4). This follow up report is being sent to report that (B)(4) under mrn-1818910-2021-07142 is being retracted, as it was reported in error. All further reports associated with this product from this event will be submitted under (B)(4) . Usfda MDR determination: after review, the tibial tray 129435140 lot:j01t92 was not revised during this revision and was reported in error. The tibial tray will be reported on the related (B)(4) as it was still implanted but there was physical therapy.

Manufacturer narrative:
Product complaint # (B)(4). Occupation: litigation claim letter. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address loosening of the femoral component at bone to cement interface. Unknown cement was used. It was also reported that there was painful hardware, the surgeon removed femur/tibial insert/patella .original date of surgery was unknown as it was performed at another hospital. I do not have part or lot numbers from the explanted implants. This is all the information I can provide. Doi: unknown, dor: (B)(6) 2019, left knee.